Manufacturer narrative:
This was initially reported as an unspecified misdiagnosis or mistreatment of a patient. Additional information received reported there was no misdiagnosis and no impact on a patient. The actual failure indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.

Event description:
A misdiagnosis was reported when using the cx50 ultrasound system and an x8-2t transducer. The system was displaying hazy images while in use in the cardiovascular ward. The examination was completed, however there was an unspecified misdiagnosis or mistreatment of a patient. There was no patient harm reported. Additional information is not known currently. The service engineer confirmed the issue and replaced the x8-2t transducer. Philips has started an investigation for this complaint.